Event description:
It has been reported to hill-rom that a patient was sitting on the edge of the bed when he noticed the adapter holding a scale and the slingbar was cracked. He grabbed the slingbar and the adapter broke. MFR - 8030916-2013-00053.

Manufacturer narrative:
A picture of the broken adapter and the scale indicates that the scale was used without the retrofit kit that was implemented to prevent this type of incidents through a field action in 2009. Our shipment data show that a retrofit kit was shipped to the facility in 2009 but evident show that it was not in use. Hill-rom plan to contact the customer to instruct them in the proper attachment of the scale.